Event description:
Surgeon was on the davinci, pa was scrubbed in at the field. Surgeon used a davinci arm to guide placement of 35mm probe to insert in liver to start ablation. Ablation started and cycle finished. Error of a temperature fault was noted on the neuwave screen. As a result, instead of cauterizing the tissue we had to remove the probe (needle) without cauterizing. The probe was removed from the abdoment and set aside. A second 35 mm probe was opened and the same procedure followed with the same result. A 20mm probe was opened and the procedure was successfully completed.no immediate harm to the patient.